Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to placement difficulties, dislodgment and helix re-extension issues. The lead was removed/replaced prior to pocket closure.